Event description:
It was reported that during preparation for a catheter myocardial cryoablation procedure to treat atrial fibrillation, a cryo gas cable was intended to be used. An item that seemed to be a foreign material was confirmed inside the bag before the device was unpacked. The cryo cable was replaced and the issue was resolved. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Event description:
It was reported that during preparation for a catheter myocardial cryoablation procedure to treat atrial fibrillation, a cryo gas cable was intended to be used. An item that seemed to be a foreign material was confirmed inside the bag before the device was unpacked. The cryo cable was replaced and the issue was resolved. The procedure was completed successfully. No patient complications were reported. The device was returned for further analysis.

Manufacturer narrative:
The cryo gas cable was evaluated by boston scientific. Upon visual inspection the cryo cable was inspected for any foreign material that was observed in the field. No foreign material was observed during initial inspection and under a microscope. The complaint summary says "foreign material was confirmed inside the bag before the device was unpacked" but the bag was not returned with the suspected device so, laboratory analysis was unable to confirm the reported clinical observation. Device was found within specifications.